Event description:
The reporter indicating that the vns system was explanted due to infection. The reporter also indicated that the patient had left facial numbness, however, reported that it was not due to the vns implant surgery. It was reported that the pt is improving. Sterilization for the vns system was confirmed by the manufacturer. Report is incomplete because attempts(two faxes) to obtain additional information from physician has been unsuccessful to date. The cause of infection was likely due to the implant surgery.